Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 500 mg/dl. Cause was unknown. Tandem technical support performed a pump system check and determined insulin had been used beyond labeling. Tandem technical support educated the customer on cartridge/insulin labeling. A manual injection was administered to address bg level.